Event description:
It was reported that the device keeps running. No patient involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the lid is scratched. Complaint of stuck pedal was confirmed. Footswitch failed functional testing using a known good control unit and mdu. The actuator for the right pedal is stuck from corrosion buildup and sticks when depressed. Also moisture was observed inside of footswitch. The complaint was confirmed and the root cause was determined to be a corroded right pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.